Event description:
It was reported that the patient underwent an right-sided transforaminal lumbar fusion procedure at l5-s1 using rhbmp-2/acs with interbody cage. Imaging studies ultimately showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. As a result, patient now suffers from severe injuries including chronic pain and radiculitis, and emotional distress and mental anguish.

Event description:
It was reported that on: (B)(6) 2011: patient presented with preoperative diagnosis of l5-s1 internal disc derangement, l5-s1 stenosis, lumbar radiculopathy and intractable back and lower extremity pain and underwent following procedures: right sided tlif l5-s1, placement of inter-body device (l5-s1), posterior segmental instrumentation with bilateral percutaneous pedicle screws at l5 and s1, psf (l5-s1), harvest of local bone auto-graft and placement of rhbmp-2/acs. No patient complications were reported. Indications: patient has had problems with her back for several years. Her symptoms produced a gait disturbance. Diagnostic studies included x-rays and MRI. These showed pathology predominantly at the l5-s1 segment where she had disc desiccation, a generalized disc bulge with a superimposed central protrusion. There were also modic endplate changes at l5-s1. Per op notes "upon completion of discectomy, sizing of the cage was performed and the appropriately sized inter-body device was selected. Local autologous bone was packed anteriorly in the disc space, along with a pledget of bmp. The 12 x 29 millimeter device itself was then inserted, which had been filled with bmp along with some more local bone auto graft. The device was recessed several millimeters past the posterior aspects of the l5 and s1 vertebral bodies. The bmp was used in the inter body space. The patient was awakened in the operating room and transported to the recovery room in the stable condition."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.